Manufacturer narrative:
The reported event could not be confirmed. Device evaluation: the reported device was returned and inspected with the following results listed below: visual inspection: reveals no significant damage to standard screw thread line. Superficial scratch marks observed on several parts of screw. As reported in the initial event details, ¿the threading of the screws was visibly degraded.¿. This could not be confirmed based on results of returned device inspection. This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be updated.

Event description:
It was reported that the patient's left foot was revised due to a broken screw. Possible cause reported as patient weight bearing too early. Intra operatively, little pieces of metal were found in the patient. The plate was inspected and had no visible damage. The threading of the screws was visibly degraded. Patient was revised to competitor devices. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's left foot was revised due to a broken screw. Possible cause reported as patient weight bearing too early. Intra operatively, little pieces of metal were found in the patient. The plate was inspected and had no visible damage. The threading of the screws was visibly degraded. Patient was revised to competitor devices. Rep reported that no further information will be released by the hospital or surgeon.